Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in a follow up report.

Event description:
According to the report, a 21mm cryovalve sg pulmonary human heart valve was implanted approximately two weeks prior to the reported event. The intra-operative echocardiogram was excellent. One week post-operative, there was major pulmonary insufficiency and regurgitation. The valve was explanted and it was noted that the valve appeared to be 25mm in diameter.